Event description:
It was reported that cgm displayed error 42 while customer was using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, completed pump reset with guidance from technical staff, confirmed that error did not recur, and successfully started new sensor session.